Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a stained end cap sticker, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a broken reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of emergency room visit was 525 mg/dl. The customer was admitted to the hospital and patient did not want to eat. The customer cause of emergency room visit was hyperglycemia. The customer was treated with IV drip. The customer stated that the drive support cap is sticking out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.